Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was "error code" through power up test. The battery door had corrosion and hence replaced it. Device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 46510 occurred on startup during testing. There was no patient involvement.